Event description:
It was reported by the patient's representative that the patient is deceased and stated that on the day of the patient's death, the patient collapsed and the cardiac resynchronization therapy defibrillator (crt-d) failed to deliver therapy. The patient's representative stated they were contacted by the patient's physician after the patient passed away and were informed that on the date of death, the device detected an episode of unsustained tachycardia where no therapies were delivered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.